Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed tha the ptfe pad was worn out and partially missing. Also, there was a contact mark of the probe and jaw. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and is separated from the grasping section. Since the ptfe pad power severely and was separated from the grasping section, the probe and grasping section became contacting each other, the scratches indicating that the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Further more the physician had continued to use the device in such a condition, the ptfe pad had broken and fell off. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the laparoscopic hepatectomy, the ptfe pad of the tb-0535fc had been partially peeled off and fell off into the patient's cavity. The physician had retrieved the fragment by the unspecified forceps and re-started the procedure using other device. The procedure had been completed. There was no report of the patient's injury regarding this event.